Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4). Of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient reported drainage and possible bilateral skin necrosis in underarms 33 days post miradry treatment.